Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device power was off after 1 hour using the device. The device was rebooted, but it did not boot up. Another customer device was used for substitution.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to chiller shorting. The arctic sun 5000 was evaluated upon receipt. Wire connected to the main voltage acc cca from the chiller was found to be burnt, this did not allow the unit to start up. No repair done as the customer declined repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device power was off after 1 hour using the device. The device was rebooted, but it did not boot up. Another customer device was used for substitution.